Manufacturer narrative:
Concomitant medical products: braun bag, lot: j8k206n, exp: 02/21, heparin sodium in 5% dextrose injection. The customer sent in unexpected product with no additional information. The set was visually inspected for obvious damage such as incomplete bonding engagements, cracks, kinks, holes, and tears in the tubing and its components. Visual inspection observed that the drip chamber spike was broken and separated from the set. No tool marks or other anomalies were observed on the drip chamber¿s spike or throughout the set. Closer inspection of the break site under a lab microscope did not see any evidence of tool marks or scratch marks. It was concluded that an excessive external lateral/leverage force was applied to the spike, thus causing it to break. This is evidenced by some ductile fracture characteristics. Functional testing was not performed due to the drip chamber spike break. The root cause of the excessive force was not definitively determined.

Event description:
Unexpected product return received attached to heparin/d5.

Event description:
Unexpected product return received attached to heparin/d5.

Manufacturer narrative:
After further review it was determined that this is a duplicate file, the manufacturer's evaluation of manufacture report # (B)(4) is provided below. The customer¿s report that the spike broke inside IV bag was confirmed. The breakage was caused by an external lateral force. The set was visually inspected for incomplete bonding engagements, cracks, kinks, holes, and tears in the tubing and its components. The spike of the drip chamber was broken off near the tip of the spike. Further visual inspection under magnification found that the break site was rough and uneven with some plastic deformation. No tool marks or other anomalies were observed on the drip chamber¿s spike or throughout the set. Functional testing was not performed due to the drip chamber spike break. The root cause was not identified.